Event description:
It was reported that the tip of the wand came off during use. The broken piece was retrieved in its entirety from the posterior pharynx. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with dried tissue/blood present on the electrodes. There are no signs of detachment from the tip of the device. The cable, suction and saline lines have been severed prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned device. The complaint could not be verified as there are no signs of tip detachment with the returned device. The root cause for this event could not be determined with confidence as it is possible that the disconnected tissue/blood from the electrodes could be perceived as a component on the device becoming detached. It is also possible that a component from another piece of equipment used in the procedure becoming detached. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.